Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection as a result entire system was explanted. Related manufacturer reference number: 3006705815-2023-01436, 3006705815-2023-01437, 3006705815-2023-01438, 1627487-2023-01047.